Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that there was lead migration. The caller stated that he was looking for something to give the healthcare provider as he had two instances of a lead migration recently. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260 (B)(4) implanted: (B)(6)2017 product type lead product ID 977a260 (B)(4) implanted: (B)(6)2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on 2018-mar-01 reporting that no actions had been taken at the time of the report. The cause of the lead migration was unknown. The patient had been reprogrammed to see if that helped. A surgical intervention was not planned at the time of the report. There were no patient symptoms present. No further complications were reported.